Event description:
It was reported via legal documentation that a patient had a optetrak logic right total knee replacement procedure on (B)(6) 2013 in new york state and then was revised on (B)(6) 2022. Patient required revision surgery for issues including but not limited to polyethylene prosthesis wear, pain, and device failure. The most likely cause for the revision reported due to prothesis wear is a combination of risk factors including use error, implant positioning, implant size selection, and patient factors. However, this cannot be conclusively determined with the information provided.

Manufacturer narrative:
D10: concomitant devices: no information available. H3: the revision reported was likely the result of prosthesis wear of the implant. The cause of prosthesis wear is generally a combination of risk factors including use error, implant positioning, implant size selection, and patient factors. However, this cannot be conclusively determined with the information provided.

Manufacturer narrative:
This follow-up report is being submitted to relay corrected information: please disregard this report as it was submitted in error. Event was previously reported under report # 1038671-2022-01094.